Manufacturer narrative:
This is one event (death) for the same pt involving three separate products.

Event description:
The plaintiff's attorney alleged the decedent expired on (B)(6) 2012 after use of the product.